Event description:
The account reported the bed will not send a nurse call when the bed exit alarms, the exit alarms at the bed. The bed was located in room 2142 at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.